Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the customer had not received the field correction notice, so they updated the email as necessary and resent the notice, also completing the form on behalf of the customer. The pump's malfunction code was resettable, and technical support assisted the caller in resetting it. The issue did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurs, and they acknowledged and understood these instructions.